Manufacturer narrative:
Device evaluation: visual analysis of the photos identified white biological tissue one the surface of the shell. The device was labeled as left side and appears to be intact. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii

Event description:
Healthcare professional reported left side textured implant exchange and capsular contracture baker grade iii. The device has been explanted.